Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse of a patient with peritonitis coincident with dianeal pd4 ambuflex therapy. In (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex therapy (2 liters, 4 exchanges nightly, lot number not reported) ip for automated peritoneal dialysis (apd). Dianeal therapy was ongoing. Follow up information provided by the nurse on (B)(6) 2013. The nurse medically confirmed the case. In (B)(6) 2012, the patient experienced flu, diarrhea, and vomiting. The nurse clarified that on (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient began treatment with vancomycin 2 gm weekly for 2 weeks. The cause of peritonitis was accidental contamination when the patient had the flu (onset date not reported). The patient denied any touch contamination or break in aseptic technique but thought that somehow the lines must have got contaminated when she had the flu. The patient was retrained on aseptic technique and at the time of this report, the patient was recovering from the events of diarrhea and peritonitis.